Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced severe hypoglycemia and loss of consciousness. The patient was using an insulin pump in closed loop mode during the event. When a fingerstick was taken, the cgm reading was 8.0 mmol/l, and the blood glucose reading was 1.1 mmol/l. The family immediately disconnected the pump and contacted the emergency services. The patient was transported to the hospital, and was treated with a nasal glucagon spray. The patient recovered after treatment but it was unknown how much time the patient spent at the hospital. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.